Event description:
During a check-out procedure at the manufacturer's service center, an issue related to the displayed leak was observed. The device was not in patient use. The device's sensor board was replaced to address the issue.